Manufacturer narrative:
The device was returned to resmed for an engineering investigation. The investigation methods, results and conclusion are not finalized at this stage. When more information is available, a supplemental report will be submitted. (B)(4). Pending evaluation.

Event description:
It was allegedly reported to resmed that an airsense 10 device caught fire. There was no patient harm or a serious injury reported as a result of this incident.

Manufacturer narrative:
The airsense 10 autoset device was returned to resmed for an investigation. Visual inspection revealed water ingress and damage to the device, oxidation of the power inlet. The investigation determined that the reported event was due to water damage. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. Resmed reference#: pr (B)(4).

Event description:
It was allegedly reported to resmed that an airsense 10 device caught fire. There was no patient harm or a serious injury reported as a result of this incident.